Event description:
It was reported that all of the sudden last night and this morning, it started hurting where the implantable neurostimulator (ins) was located on the right side. The patient¿s stools were jet black and the nurse was going to call them back. The patient¿s right side all the way down the leg was numb and wouldn¿t quit. The patient was sitting and had stimulation in the wrong location down their right leg, hadn¿t felt it before, and lost motor function. The patient hadn¿t messed with it and turned the stimulation off and didn¿t know how to do that. The patient was not being able to adjust stimulation. They repositioned the programmer or antenna over the ins and it was on program 3 at 0.9v, with the lightning bolt. The patient turned stimulation off, decreased to 0.0v, and felt the numbness just a little bit since they turned it off and it was not as bad. When the device was turned off for 2 weeks, the motor function and feeling were back in the leg and the numbness and stimulation in leg went away. The patient had not fallen and had not had any trauma. The patient had been through environmental exposures at a gas store and another store. The action required as a result of the event was that the manufacturer representative would try to reprogram the patient when their health care provider (hcp) called and this would possibly be on (B)(6) 2015. The components involved in the event were the ins and lead. The troubleshooting done to provide insight to the issue was that they reviewed the x-ray of the lead and reprogrammed the patient. The patient was reprogrammed and felt stimulation in the vagina and not the leg. They changed the programs and the patient was on 0 negative and case positive. The cause of the event was not determined and it was unknown if it was device related. The patient reported 100 percent efficacy post implant. The patient was alive with no injury and recovered without permanent impairment when they were seen in the office on (B)(6) 2015. The patient would follow-up with their hcp in a month and was taught how to use the patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-33, lot# va0rw52, implanted: (B)(6) 2015, product type: lead. (B)(4).